Event description:
It was reported that the right ventricular lead exhibited noise. During revision it was noted that the lead was fractured and was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.